Event description:
While lifting weights at their living facility, the patient presented to the infirmary clutching their chest and complaning of chest pain as their defibrillator was going off. The physician present witnessed the defibrillator fire approximately six to eight times during an 18-minute period just prior to the patient becoming unresponsive and requiring CPR. The patient had presented to their physician for a check-up the day prior to their death because the defibrillator had delivered therapy 4 months before.